Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka d3. Common device name: tubes, vials, systems, serum separators, blood collection a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, an unspecified number of devices had holes in the tubing causing blood leakage during collection. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evaluation: yes. D.9. Returned to manufacturer on: 10-dec-2025. E.1. Initial reporter city: (B)(6). E.1. Initial reporter facility name: (B)(6). G.2. Report source: user facility. H.3. Device eval by manufacturer? Yes. Investigation summary: bd received one sample for investigation. Upon visual inspection, the tubing was found to be cut. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, an unspecified number of devices had holes in the tubing causing blood leakage during collection. There was no health impact or consequences reported.